Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "distal miss-drilled holes procedure completed by hands-free locking."

Manufacturer narrative:
The reported event could not be confirmed since the device was returned for evaluation but found to be functional in nature. The returned targeting arm was visually in which we can see scratch and nick marks throughout the surface of the device. We also see that the device identification color is turning from white to fawn. All these signs indicate device usage and being involved in high cleaning and sterilization cycles. A functional inspection was conducted with the return targeting arm. Samples of nail, sleeve, drill, were used to check functionality at both proximal and distal hole and found to be functional, drill passing through holes without contact with nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause can be attributed to user related as device was found to be functional in nature. If further information is provided, the investigation report will be reassessed.

Event description:
As reported: "distal miss-drilled holes. Procedure completed by hands-free locking."